Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes were noted on the stored electrogram. Upon review, the implantable cardioverter defibrillator was post-paced t-wave oversensing. Programming changes were discussed. The patient was stable.

Event description:
New information received on (B)(4) 2019 noted that the patient presented in clinic on (B)(6) 2019. The device was reprogrammed.